Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: fold creases, wear abrasion and one linear opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device was explanted.